Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID 826631) was implanted in a 80 year-old female patient on (B)(6) 2022. The device was used in trauma hematoma removal surgery. The day after surgery, after CT imaging, the device was re-connected to the main unit, but it did not respond. Pressure could not be measured, and it was removed on (B)(6) 2022. According to information provided, the sensor was not replaced and it is unknown which monitor was used with the sensor.

Manufacturer narrative:
The microsensor (ID 826631) was returned for evaluation. Device history record (DHR) - the product 826631 for lot 5958122 (sn a420914), and the lot met specifications when released. Failure analysis - the issue of the complaint has been confirmed. Catheter received with suture and slightly mashed 19cm from connector. Internal wires broken at mashed area. Icp express read "no transducer detected". No testing was possible. The root cause of the issue reported by customer could be determined as a mishandling of the catheter.

Event description:
N/a.